Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had infusion accuracy issue. Total parenteral nutrition (tpn) was programmed at 42 ml/hour with volume to be infused (vtbi) of 516 ml through peripheral IV tubing. The total volume of bag was approximately 2300 ml. The actual volume infused was 236 ml. At 1600 the clinician went to infusion verify in epic which showed only 84ml of tpn infused. The tpn was supposed to infusing at 42ml/hour. I visually I looked at the pump and saw the module with tpn was off. I had not touched or shut this off at all during the shift. I had several IV antibiotics this shift to hang and the tpn was on the opposite side of the pump. After noting the tpn did not infuse during infusion verify at 1600, the clinician went to the pump--visually checked connections of the module which seemed intact and then turned on the module and restarted the tpn. There was patient involvement, but no harm.